Manufacturer narrative:
As reported, the 2.0 x 150 saber .014 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during procedure. The balloon was noted to have burst below the rated burst pressure. A new saber .014 balloon was opened, and the procedure was completed as planned. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. The vessel was noted to have moderate tortuosity. The device was not being used to treat a chronic total occlusion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel or while crossing the lesion. The catheter was never in acute bend and was never kinked during use. The saline to contrast ratio was 50/50. The device was removed intact from the patient. The device was not returned for evaluation. A product history record (phr) review of lot 2303299274 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate tortuosity likely contributed to the reported event. It is likely damage to balloon material occurred upon crossing or during inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide-wire access port prior to use. Never attempt to move the guide wire when the balloon is inflated. Do not advance the catheter against significant resistance. The cause of resistance should be determined via fluoroscopy. Inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 2.0 x 150 saber .014 pta balloon ruptured during procedure. The balloon was noted to have burst below the rated burst pressure. A new saber .014 balloon was opened, and the procedure was completed as planned. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The vessel was noted to have moderate tortuosity. The device was not being used to treat a chronic total occlusion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. There was difficulty noted while crossing the lesion. The catheter was never in acute bend and was never kinked during use. The saline to contrast ratio was 50/50. The device was removed intact from the patient. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 2303299274 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 2.0 x 150 saber .014 pta balloon ruptured during procedure. The balloon was noted to have burst below the rated burst pressure. A new saber .014 balloon was opened, and the procedure was completed as planned. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The vessel was noted to have moderate tortuosity. The device was not being used to treat a chronic total occlusion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. There was difficulty noted while crossing the lesion. The catheter was never in acute bend and was never kinked during use. The saline to contrast ratio was 50/50. The device was removed intact from the patient. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.